Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is scheduled for MRI of brain, neck and lower back. Caller reports patient lost her power cord about 1 year ago. Caller reports patient has not charged her stimulator since. It was mentioned that the patient's device isn't working and hasn't been working for around a year. Caller also mentioned that pt recently saw the hcp but failed to mention that her device wasn't functioning. The patient wasn't able to connect with the programmer or recharger. The ins was overdischarged. The patient would call the rep if they wanted to schedule a trickle charge. On (B)(6) 2021, they wanted to do a MRI of the pt's neck, however they couldn't do the MRI since the pt's dorsal column stimulator didn't work as the ins died like last year. Pt stated that a year and a half ago they had a technician who came out and started the ins again, however the ins then lapsed again because the ins didn't really do much for them. Pt stated that they didn't know whether the leads were in the wrong place, but the device just buzzed. Pt stated that the ins was only jump-started once. The patient noted that they are always in pain and needed to have the implantable neurostimulator jumpstarted. Information was later received on (B)(6) 2022that the implantable neurostimulator is going to be removed in order to resolve the overdischarge. They are still in the planning stages; however, the patient is having the device removed in order to have mris.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.